Event description:
Patient reported that about a week after implant experienced allergic reaction to chlorhexidine and surgical glue and was covered in red welts, and had to have the surgical glue removed from the area. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5150619.